Event description:
Customer reported they received a box of healon endocoat duet that was damaged. The package of endocoat that was inside a duet box was sliced open. The outer duet box was undamaged. Reportedly, this is not user error. There was no patient contact with the product. When the undamaged duet box was opened in the operating room for the doctor, it was observed the endocoat was damaged before opening it on the field. There was no damage to the healon. Another duet was opened to complete the procedure. No further information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable as this is not an implantable device. Explant date: if explanted, give date: not applicable as this is not an explantable device. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Corrected data: this is to correct the initial submission. The following sections are updated. Section e2 health professional: yes. Section e3 occupation: physician. Section g4, premarket identification: (B)(4). Additional information. Device evaluation: no product was returned. An image of the reported event was provided. The investigation confirmed the complaint product was sliced. A search of the database revealed there were no similar complaints for johnson and johnson product within the last year. It is likely the single unit was inadvertently sliced open with a box cutter and not identified. There are no known manufacturing failure modes that would cause a slice in the healon tray lid. The investigation determined the sliced tray was likely due to a handling error where the box cutter sliced the tray lid while opening a shipper box. There is no remaining inventory for the reported lot#029600. No other deviations or complaints were noted. This event appears to be an isolated incident. Johnson and johnson will continue to track and trend these events. No further action is required. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.